Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device replacement procedure, the physician found a dark substance in the atrial lead. The substance was suspected to be blood or body fluid. The lead did not exhibit any anomalies and remained implanted. There were no adverse consequences to the patient.